Event description:
The customer reported the ventilator would not turn on. The customer reported the unit was not in use on patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Event date: (B)(6) 2015. Conclusion / root cause: the cpu board and motor controller (mc) pcba was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported the ventilator would not turn on. The customer reported the unit was not in use on patient.

Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is complete.